Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2023, the pediatric patient experienced inaccurate cgm values which occurred an unknown number of days after the sensor had been inserted in the arm. The day of the event the mother tried to wake up the patient for school, but the patient was unresponsive. A fingerstick was taken and the cgm was reading 6.0 mmol/l and the blood glucose reading was 1.5 mmol/l. The patient was treated by the mother with some sugar and recovered after treatment. At the time of the report the patient was stable. There was no documentation of medical intervention. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.